Manufacturer narrative:
Retainer ring = black. On (B)(6), 2022 the customer was hospitalized for dka. Customer response: high bg, under delivery. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, faded end cap address label, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on 01/18/2022 listed in the formatted history file. (B)(6) 2022 00:13:26.000 normalbolusdelivered normalbolusamountprogrammed = 8.2 bolusamountdelivered = 8.2 (B)(6) 2022 01:25:06.000 normalbolusdelivered normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 (B)(6) 2022 06:43:52.000 normalbolusdelivered normalbolusamountprogrammed = 9.9 bolusamountdelivered = 9.9 (B)(6) 2022 07:08:52.000 normalbolusdelivered normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2022 07:37:16.000 normalbolusdelivered normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 (B)(6) 2022 09:28:56.000 normalbolusdelivered normalbolusamountprogrammed = 13.9 bolusamountdelivered = 13.9 (B)(6) 2022 10:02:54.000 normalbolusdelivered normalbolusamountprogrammed = 4.6 bolusamountdelivered = 4.6 (B)(6) 2022 10:55:20.000 normalbolusdelivered normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2022 11:20:06.000 normalbolusdelivered normalbolusamountprogrammed = 9.8 bolusamountdelivered = 9.8 (B)(6) 2022 13:39:32.000 normalbolusdelivered normalbolusamountprogrammed = 4.5 bolusamountdelivered = 4.5 (B)(6) 2022 14:44:54.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 18:38:10.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 19:12:44.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 19:44:38.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 20:03:52.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 20:13:14.000 normalbolusdelivered normalbolusamountprogrammed = 9.1 bolusamountdelivered = 9.1 (B)(6) 2022 21:06:26.000 normalbolusdelivered normalbolusamountprogrammed = 8.2 bolusamountdelivered = 8.2 (B)(6) 2022 21:20:20.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 21:37:12.000 normalbolusdelivered normalbolusamountprogrammed = 10.3 bolusamountdelivered = 10.3 (B)(6) 2022 22:55:34.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 (B)(6) 2022 23:20:04.000 normalbolusdelivered normalbolusamountprogrammed = 15 bolusamountdelivered = 15 there was no user suspended alarm or auto suspend alarm listed on the event date in the formatted history file. There was only a low reservoir alarm listed on the event date in the formatted history file. The pump passed the functional testing. Unable to confirm alleged dka/high bg's. No under delivery anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user had high blood glucose level and they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was 1000 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated in hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.